Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 40 mg/dl. The customer reported that she was driving and began swerving and hitting the curb. The customer reported that she was taken to the hospital. Customer stated that the low blood glucose level was due to bolusing and not eating enough. The insulin pump was not replaced or returned for analysis.